Event description:
It was reported that the rigid video scope had a flickering image, a b31 scope communication error, and the light guide bundle was chipped. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.